Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error 25 every four hours. The insulin pump's internal power source is unable to charge. The blood glucose reading was 14.5 mmol/l. It was stated that the customer has not been wearing the insulin pump 2 days and was not wearing it during the call. The customer was using a loaner insulin pump. The customer was explained how to restart the insulin pump that was alarming to continue usage. The customer will monitor the insulin pump and call the helpline if further assistance is needed.